Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during patient surgery the intra-aortic balloon (iab) was inserted and primed normally, but there was no arterial waveform after insertion. The surgeon was unable to aspirate fluid from the lumen. The iab did inflate, but there was no pressure visible. The pressure cable was not changed. The iab was replaced with a smaller sized iab and worked successfully.. The patient did not receive heparin for the insertion. There was no reported injury to the patient.